Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16nov2020.

Event description:
The biomed reported the unit will not power down. The biomed was able to power unit off after unplugging the battery and ac and advised that the light emitting diode (led) lights are working. The biomed was unable to get into diagnostic mode and is going to swap out the power management (pm) printed circuit board assembly (pcba) to see if it resolves the issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The biomed replaced the pm pcba and resolved the reported issue.